Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose reading was 494 mg/dl which was treated with insulin pump. Customer was using the auto mode feature at the time of the incident. The customer was using the insulin pump system within 48 hours of reporting high blood glucose. The customer's current blood glucose value was unknown. The pump will not be returned for analysis.